Event description:
Customer reports that the table tilted and lowered all by itself. It tilted head end up first then it lowered down causing bovie shelf to lower on the foot stool used by the doctor. The problem could not be duplicated. Saw stool stuck by bovie shelf with foot control next to foot control pedals. Pts fingers were pinched.